Manufacturer narrative:
Any additional information provided by the customer will be included in a follow up report. (B)(4). At this time, carefusion has not received the suspect device/component for evaluation

Event description:
It was reported to carefusion that model palmtop ventilator revel sounded like it was pressurizing against a capped circuit while connected to a patient. The customer stated the reported issue happened 3 times then stopped and repeated. The customer confirmed that the patient's status was unaffected, the patient's respiratory rate and tidal volume were still normal. The customer also noted that the positive end expiratory pressure was set to deliver 0 and was delivering 3. The customer confirmed there was no patient harm associated with the reported event.